Manufacturer narrative:
Device lot number, expiration date unavailable. Device manufacture date unavailable.

Event description:
A philips representative became aware of an adverse event on (B)(6) 2020; the procedure date was (B)(6) 2020. A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to infection. Spectranetics lead locking devices were inserted into each lead to provide a traction platform to aid in extraction. The physician noted, prior to extracting the leads, that there was lead on lead binding present in the area of the innominate/superior vena cava (svc) junction, via use of fluoroscopy. The physician noted a significant amount of scarring in the pocket, and chose a spectranetics 16f glidelight laser sheath to begin the procedure, attempting to remove the rv lead first. Using the device along with its outer sheath, he was able to lase and advance to the innominate/svc junction. He lased in the area of the lead on lead binding site, and successfully advanced past that area. He then advanced the glidelight and outer sheath using mechanical dissection into the svc, at which time the rv released, and the physician removed the glidelight device and the rv lead together. As he was preparing the ra lead for extraction, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon. Upon inflation of the balloon, the patient's blood pressure stabilized. The patient was placed on pump, and a sternotomy was performed. A thrombus was discovered anterior, in the location of the binding site at the innominate/svc junction. The thrombus was removed and this uncovered a 1-2cm hole in the innominate/svc junction. The injury was successfully repaired and the ra lead was also removed with traction at that time. The patient survived the procedure. This report captures the glidelight device which was in use in the area of injury. There was no alleged malfunction of any spectranetics devices in use during the procedure.